Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. The customer reported e315 error was not confirmed. Based on the results of the investigation, the light source image was too bright due to automatic brightness not working properly was due to faulty main cr board (printed circuit board) the cause of the dirt dry liquid inside the socket air tubing was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The xenon light source was returned to the service center with a report of e315 error. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, light source image was too bright and dirt dry liquid inside the socket air tubing was found. There was no patient involvement.